Manufacturer narrative:
Serial number unknown. A follow up report will be submitted once the investigation is completed.

Event description:
Sales productivity specialist states battery is not working. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s sales productivity specialist confirmed that the battery was not working.